Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint, "a problem occurred during the procedure when the e-100 generator shutdown by itself." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. Energy was delivered without any issues and the generator did not fault during testing. The electrical continuity test passed. The root cause is non-device related factors. Upon visual inspection, the jaw electrode and one grip tip was found to have thermal damage. Further investigation found thermal damage on the instrument cut electrode as well as the sealing surface on the lower jaw. Thermal damage suggests arcing events may have occurred between the cut and seal electrodes. A review of the e-100 logs found six "cut electrode short" messages. The root cause of the thermal damage to the cut and seal electrode is attributed to a component failure. Additionally, there was a puncture approximately 1.17 mm in the jaw tang pouch. The root cause of the puncture is attributed to mishandling. Lastly, the instrument grip-tips were also found to be scratched at the distal end. Grip-tip scratches are typically attributed to mishandling.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the e-100 generator shut down by itself. The customer restarted the e-100. The same synchroseal instrument was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the total hysterectomy, the e-100 generator shut down by itself. The clinical engineer restarted the e-100 and the customer continued to use the instrument to complete the procedure without incident.